Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The used cylinder was microscopically inspected, and leak tested. The used cylinder microscope examination revealed that the used cylinder had a small hole at corner of a fold in the proximal end of the cylinder. The used cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the used cylinder had a bulge when inflated with syringe. The used cylinder had a small leak at corner of a fold in the proximal end of the cylinder. The unused cylinder was microscopically inspected, and leak tested. The unused cylinder passed the microscope examination and the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage and functional testing. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the cylinder bulge and leak at the corner of a fold from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The left cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The left cylinder and pump were removed and replaced. There were no patient complications reported.